Manufacturer narrative:
The reported event of stylet could not be inserted was not confirmed. As received, a complete lead was returned in one piece. The lead was tested with a sample stylet and was able to be inserted and removed with no anomalies noted. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies.

Event description:
It was reported that a patient presented for an implant procedure. The physician was unable to advance the stylet through the right ventricular (rv) lead. The rv lead was not used and the physician completed the procedure with a different rv lead. The patient condition was stable before, during, and after the procedure.